Event description:
It was reported that during intensive exercise the patient received an inappropriate shock due to oversensing and noise on the extravascular (ev) lead. The patient is a participant in a clinical study. It was further reported that the company¿s technical services had been consulted about the inappropriate shock that the patient received due to noise. The data was reviewed by qualified personnel and it was determined that the noise was emi (electromagnetic interference) experienced by the extravascular implantable cardioverter defibrillator (ev-ICD). It was also reported that the patient was seen in clinic and reprogramming was done. The patient will continue to be monitored remotely. The ev-ICD and ev-lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: ev240163 ev-lead implanted: (B)(6)2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that there had been 1 episode of 8 seconds in which the device detected as noise and therapy was halted.

Event description:
It was further reported that the patient received another inappropriate shock due to the oversensing noise and is not believed to be emi (electromagnetic interference) on the extravascular implantable cardioverter defibrillator (ev-ICD). It was noted that the patient was very active both times. It was thought that the noise could be myopotential related. The sensing on r1-r2 vector on the ev-lead was now very low. The patient was brought into the clinic and x-rays were done. The x-rays showed dislodgement of the extravascular (ev) lead.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated emi. Analysis of the device memory also indicated unexpected delivery of ventricular tachyarrhythmia therapy and observed noise on the electrogram waveforms. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.